Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary station was offline. The customer reported that the user was able to remove the medication from another station and the malfunction occurred when the user was trying to issue the medication to the patient. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the problem was with the half-height drawer controller board and another defective drawer. A field service engineer remoted into the station and revealed the drawer five in the auxiliary cabinet was bringing down the entire station. A field service engineer transplanted a controller from another defective drawer and replaced the primary control module to resolve the issue. The system functioned as intended after the field service engineer repaired the device.